Event description:
It was reported by the customer cracked tubing below the y after 3 days of use. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer1227 showed one other similar product complaint(s) from this lot number.